Manufacturer narrative:
UDI# (B)(4). Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution.

Event description:
It was reported that during initial vns implant surgery, the patient presented with asystole when an intraoperative system diagnostic test was performed. Further information was later received stating that the patient had no prior history of cardiac events. It was unknown whether there was any family history of cardiac events. The patient presented no pre-existing medical conditions or abnormal vagal anatomy. The heartbeat rate prior to the event had been 65, and it dropped to 0 during the event. The blood pressure prior to the event was 110/65. The blood pressure during the event was 110/60. The system diagnostics returned an impedance result within normal limits, with output current of 1ma and lead impedance of 1650 ohms. It was reported that vns was functioning as intended. It was reported that the asystole was believed to be related to vns stimulation. General anesthesia with medium depth was used during the intervention. The patient was on propofol 300mg/h at the time of the event. The length of the implant surgery was 200 minutes. The implant was continued and the generator was programmed on since the event. No known intervention was taken to preclude a serious injury. The patient was not hospitalized as result of the asystole. The patient generator was programmed on the setting to 0.5ma, 250/sec, 20hz, 30sec on-time and 5min off-time. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution.